Event description:
A customer contacted baxter's technical service center to report having an unknown system error alarm with the homechoice (hc) machine during drain 4 of 5. The care giver (cg) stated the hc started over and the hc was priming. The technical service representative (tsr) reviewed the alarm log. On (B)(6) 2011, system error 2240 and system error 2367 occurred. The cg stated the date was incorrect. The tsr assisted the hp to correct the date and time on the hc. The correct date of the system error 2240 alarm was (B)(6) 2011. The tsr asked the cg troubleshooting questions and explained the alarms to the cg. The tsr assisted the cg with getting the cassette out too. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the cg regarding the reported event. The cg stated she did not notice any visible damage or abnormalities with the cassette that was in use that may have caused the alarm. The cg explained that she discarded the sample and did not know the lot number. The cg advised that the home patient was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed due to lack of sample and the cause was undetermined.